Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on transmitter 8j5gek. However, transmitter 8j5gej was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1: reporter contact, address, phone numbers - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.